Event description:
It was reported that the patient underwent surgical procedures on (B)(6) 2007, (B)(6) 2010 and (B)(6) 2010 and a sling, monarc hammock and apogee mesh were implanted. It is reported that the patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary retention and voiding with some difficulty. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
Details: it has been reported that following insertion the patient experienced urinary retention and voiding with some difficulty.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal bleeding, dyspareunia, urinary voiding dysfunction, and recurrent urinary incontinence. It was reported that patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6). It was reported that patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6).